Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the tips of three drivers broke off. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4): analysis of the returned device shows that the damages (twist and breakage) of the t25 tip for the driver reference (B)(4) are consistent with overloading in torsion applied to the driver during the dismantling of the setscrew. The damages (twist and breakage) of the t25 tip for the obturator reference (B)(4) is consistent with combined overloading in torsion and lateral bending applied to the driver during the dismantling of the setscrew. The twist of the t25 tip of the drivers reference (B)(4) is consistent with overloading in torsion applied to the driver during the tightening and break-off of the setscrew.